Event description:
It was reported that the 3d image of subject device was not working for a therapeutic lap pyloplasty procedure. The event occurred during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty lvds pcb, flat cables are heavily corroded and deformed and dust inside the unit need to clean. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image from 190 series scope due to faulty lvds pcb should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.